Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified event involving heparin infusion and the customer is requesting bd to perform a log review. Upon follow up it was later reported that a heparin infusion (25,000units/500ml) was hung at 0054 with a volume to be infused of 500 ml at a rate of 17ml/hr. It was found that the bag was empty at 0154. The heparin was held and monitored and the patient had no signs of bleeding. It appeared that the pump module would dispense a continuous flow, and then stop for a few seconds and then free flow. There was patient involvement but no harm.

Event description:
It was reported an unspecified event involving heparin infusion and the customer is requesting bd to perform a log review. Upon follow up it was later reported that a heparin infusion (25,000units/500ml) was hung at 0054 with a volume to be infused of 500 ml at a rate of 17ml/hr. It was found that the bag was empty at 0154. The heparin was held and monitored and the patient had no signs of bleeding. It appeared that the pump module would dispense a continuous flow, and then stop for a few seconds and then free flow. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: other relevant history, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.